Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen, dilaudid and hydromorphone at unknown concentrations and doses via an implantable infusion pump. It was reported that the pump ran dry in (B)(6) 2019. No symptoms were reported. The issue was reported as resolved. No further complications have been reported as a result of this event.